Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04686. It was reported the patient fell several months ago. As a result, she experienced lead migration and ineffective stimulation coverage from her scs system. As such, the patient underwent surgical intervention where both leads were explanted and replaced with a single lead (different model). Effective stimulation therapy was restored postoperative and the reported issue is now resolved..